Event description:
Our sales rep reported to us that it was impossible to remove the holding screw which lock the nail in the targeting arm.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Add'l devices: (B)(4) target device gamma3 300x160mm lot# unk, (B)(4) trochanteric nail kit, ti gamma3 - 11x180mm x 125, lot # unk.